Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had difficulty recharging his implantable neurostimulator (ins). The manufacturer representative was unable to establish communication between antenna and ins (no black squares). The ins was at 3/4 full charge. Another recharger system was delivered for the next day. The patient was unable to recharge the ins efficiently (2 black squares out of 8). Another charger system was used with same result. The patient was sent for x-ray to confirm inversion of ins. The patient was able to recharge successfully (8 out 8 black squares) and continuation of therapy.